Event description:
Hcp reports patient presented in 2003 with sudden chills, cold sweats, taste of medicine in the mouth, and feeling nauseated. "A reading of the pump was done and it was determined that it was functioning properly." The patient was also given suppositories and duragesic patches to "help control nausea." The patient is reported to have recovered without sequela. Hcp reported the "patient was doing much better" and "all symptoms have disappeared."